Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance experience. This pacemaker was replaced by another rv lead with the same model. No adverse patient effects were reported. This rv lead has not been returned to boston scientific for further analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance experience. This pacemaker was replaced by another rv lead with the same model. No adverse patient effects were reported. This rv lead has not been returned to boston scientific for further analysis. Additional information was received, the patient reported that this rv lead exhibited capture issues and high pacing thresholds. Other than the replacement procedure no adverse patient effects were reported. This rv lead has not been returned to boston scientific for further analysis.